Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and surgisis es soft tissue graft were implanted into the patient. It was reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was also reported that on (B)(6) 2007 mesh was implanted along with concurrent vaginal vault suspension, cystocele repair with graft, sub-urethral sling, laparoscopic sigmoid colon resection, rectopexy, enterocele, rectocele, anal sphincter repair, and cystourethroscopy due to urodynamic stress incontinence, stage iii uterine prolapse, and stage iii anterior compartment prolapse. It was also reported that on (B)(6) 2007 the patient underwent a laparoscopic supracervical hysterectomy, bilateral salpingo-oophorectomy, colpopexy and cysto for vaginal prolapse. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.